Event description:
The implantable neurostimulator (ins) quit working after the patient fell 1 or 2 times. The patient stated that her legs get weak and her right side hurts. It was noted that the ins had not been working for 2-3 years. The patient had stopped seeing her physician due to insurance. Follow-up with a physician was recommended. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).